Event description:
It was reported that there was a valve error. No more information was received. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
According to the new information received from field service engineer, the reported valve error was contamination of the membrane in the expiratory cassette. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. This type of issue will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).